Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screw locking/unknown lot number. (B)(4) revision surgery was required approximately three months after implantation with a distal tibial plate and screws for a femur fracture- at the time of initial surgery, a cast was also applied. On an unknown date, the patient was noted to have subluxation and the ankle shifted to the left; patient also reported that the plate was poking through the skin. The hardware was explanted intact. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with a distal tibia plate and seven (7) locking screws to repair a fracture of the left tibia approximately 3 months prior to removal. Patient was also placed in a cast. On unknown date, patient ankle suffered a subluxation and the ankle shifted to the left. Patient then reported the plate was poking through the skin. Patient was returned to surgery on (B)(6) 2016 where surgeon removed the plate and screws. It was noted that three (3) of the screws were removed with the extraction tool as expected. It was further noted that the remaining four (4) screws pulled out of the bone when the plate shifted and were still locked to the plate. These four (4) screws were removed when the plate was removed. All hardware was intact when explanted. No additional hardware was implanted; surgeon placed another cast on the leg. Procedure was completed successfully with no delay and no further harm to patient. Five (5) devices in two (2) part forms concomitant devices reported: locking screws (part number unknown, lot number unknown, quantity 3). This report is 2 of 2 for (B)(4).